Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the communication system incorrectly indicated the presence of narcotics in the station that were not actually there. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication system incorrectly indicated the presence of narcotics in the station that were not actually there. The technical support specialist (tss) provided the resources and tutorial reference to the user and guided them to use the curriculum finder to locate the training they need by product, version, and role. For the clinical question, tss guided the user to search for professional service and senior consult that was assigned to the account identifier. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the communication system incorrectly indicated the presence of narcotics in the station that were not actually there. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.